Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that the imaging window was detached from the lap joint section. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the removed hub. Ic windup began 18.00 cm from the distal end of the connector shaft. The imaging window was detached from the lap joint section of the sheath assembly. Impedance testing shows an electrical open at proximal wave form, however, the image testing was not performed due to the encountered detachment.

Event description:
Reportable based on device analysis completed on 02feb2021. It was reported that lost image occurred. The target lesion was located in the left anterior descending (lad) artery. Following pre-dilation, an opticross hd imaging catheter was advanced for use. During the procedure, it was noted that the damaged ivus was causing no image. No patient complications were reported. However, returned device analysis revealed imaging window was detached.